Manufacturer narrative:
Lead model 3487a-5,6 lot #v634065, implanted: (B)(6) 2011; lead model 3487a-56, lot #v634065, implanted: (B)(6) 2011; lead model 3776-75, (B)(4), implanted: (B)(6) 2011; extension model 3708220, (B)(4), implanted: (B)(6) 2011; programmer model 37743, (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. An x-ray was taken, and the results indicated the leads had moved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.